Event description:
It was reported that prior to procedure the generator displayed error code 480 - sensor interface error, preventing completion of the procedure. The retraction needle was performed, and the handpiece was replaced however, the error persisted and could not be cleared. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.